Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2012, the patient began experiencing pain in her lower and middle back. On (B)(6), 2013, the patient underwent surgery consisting of a spinal fusion from l5-s1 using rhbmp-2/acs. In the month following her surgery, the patient developed numbness in her right leg from her knee to her hip, numbness of her left leg in her calf, and numbness in her toes, none of which was present prior to her surgery. The patient presented for a office visit for the same reasons in (B)(6) 2012. The patient again followed up in (B)(6) 2013.